Event description:
The nursing staff reported that, during normal operating procedures, it was difficult to withdraw adynovate 500 iu after reconstitution with sterile water. Due to the difficulty in withdrawing the medication, the nurse removed the reconstituted drug vial and punctured the vial's rubber stopper with a needle to withdraw the medication, which was then administered to the patient. After confirming with the reporter, the complaint product was administered to the patient following reconstitution.

Manufacturer narrative:
Sample was returned and further investigation is pending.